Event description:
A report was received that the patient was unable to charge the ipg. It was unknown if device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4) ) device evaluation indicated that the ipg passed all test performed and revealed no anomalies. Sc-2138-70 (sn: (B)(4)) device evaluation indicated that the lead passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was unable to charge the ipg. It was unknown if device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.